Manufacturer narrative:
Explantation has not been performed, so the hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional information have been requested; a supplemental report will be filed if new information is received. Microstent malposition, anterior uveitis and explantation are listed in the instructions for use as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent combined cataract surgery with hydrus microstent implantation in (B)(6) 2021. Approximately 10-months post-operatively, the patient experienced a "flare-up" of inflammation and was examined by an associate of the implanting surgeon who prescribed steroid medications which the patient claims made the "problem worse". The patient sought a second opinion and the device was found to be "irritating the iris" resulting in anterior uveitis; explantation and anti-inflammatory drops (tobramycin/dexamethasone) were recommended and the patient has been scheduled to be seen by another glaucoma specialist.

Manufacturer narrative:
Device identifiers were requested but not available from the implanting surgeon; therefore, a review of the device history records was unable to be performed. The explanted microstent was returned to ivantis for evaluation. The microstent met dimensional and visual specifications. Functional testing using the microstent and a known-good delivery system was performed; no issues were found. Iris injury and hyphema are listed in the instructions for use as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The surgeon reported approximately 2mm of the hydrus microstent was resting on the nasal iris resulting in persistent iritis since implantation in 2021. The device was explanted on (B)(6) 2022 and on 1 day follow-up, the bcva was 20/60 and iop was 15mmhg with a small hyphema present. At 1 week follow-up, the hyphema resolved, iris atrophy was noted, and va was 20/30 with iop of 23mmhg. The surgeon reported the patient's current status and prognosis were good.